Manufacturer narrative:
Summary of evaluation: the results of the evaluation indicated the damage and breakage of the acetabular insert occurred intra-operatively.

Event description:
The acetabular insert was broken.